Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the needle popped off the jaws inside the patient while the surgeon was sewing. Needle was retrieved without harm to the pt. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).